Manufacturer narrative:
Address- full name of the facility is (B)(6), organization for promotion of regional medical function. The subject device was received and evaluated . Device evaluation found clogging of the device nozzle. Nozzle has foreign object (noted to be attributed to insufficient cleaning, handling problem). Due to clogging of nozzle, no air is fed (poor air supply). Due to clogging of nozzle, no water is fed (poor water supply). The reported issue of "clogged sub-pipe, disconnection" (auxiliary water supply issues)" however, could not be confirmed. Furthermore, the following defects were identified during device inspection: the angle wires found stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Adhesive on a-rubber (insertion section) has a chip. Adhesive on a-rubber (bending section) has a crack. Adhesive on a-rubber has white-clouded area. The facility's clean, disinfect and sterilize (cds), reprocessing information and ("survey results regarding foreign matter") were noted below: facility staff was able to clean, disinfect, and sterilize the product before requesting repair. Facility cannot tell when a foreign object adhered to the device- noted unknown. Not aware of the foreign object. Time lag between the end of clinical use and the start of pre-washing- noted unknown supply water and air to the air/water nozzle is unknown. Problems with the accessories used for reprocessing- noted normal. Device manual cleaning - wiped/brushed the air/water nozzles with gauze, brush/ sponge and sent liquid to the air/water nozzle. Concerns about reprocessing- no response. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported with an issue of " clogged sub-pipe, disconnection" (auxiliary water supply issues). The issue found during an unknown event. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of foreign object was that foreign material was larger than the inner diameter of air/water nozzle, and got into the air/water channel which caused clogging. The type of foreign material could not be determined. Olympus will continue to monitor field performance for this device.